Event description:
During preventative maintenance of the device, the user observed the battery charge indicator light would not illuminate. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.